Event description:
Healthcare professional reported there was a hair inside the sterile package so the outside box was open, but the implant was never open. The device was not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, d9, g2, h3, h6. Clarification: b1 adverse event was reported in error on initial medwatch. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: hair/fiber on implant: observed black fiber inside sealed thermoform out of specification assessed as workmanship. Further investigation: based on the device analysis performed, it was observed a hair/fiber on the surface of the device color black measurement 2.3cm, then it is classified as workmanship, and has relation with the reported event. Therefore, the event is confirmed, however this case is not confirmed as a high impact complaint, because the event has a severity of 3 (serious) (severity established in procedure qpp07-01-003-g17 (v4.0)), and according to procedure qpp07-01-003-w37 (v6.0) this event is not considered as a potential high impact complaint. It is important to mention that this event was reviewed with the packaging personnel to increase awareness of the process and potential defects that may occur along with the quality controls and inspections in place. See "packaging personnel review" attached. Also, per the review of the risk documents pfmea-bi pkg and lblg (v12.0), the event of particulate matter on the product is a known event for which process controls and inspections are established to reduce the incidence of this defect as cleaning of workstations before starting each operation and 100% visual inspection at packaging (before and after sealing). Based on the device analysis performed, it was observed a hair/fiber on the surface of the device color black measurement 2.3cm, then it is classified as workmanship, and has relation with the reported event. Therefore, the event is confirmed, however this case is not confirmed as a high impact complaint, because the event has a severity of 3 (serious) (severity established in procedure qpp07-01-003-g17 (v4.0)), and according to procedure qpp07-01-003-w37 (v6.0) this event is not considered as a potential high impact complaint. It is important to mention that this event was reviewed with the packaging personnel to increase awareness of the process and potential defects that may occur along with the quality controls and inspections in place. See "packaging personnel review" attached. Also, per the review of the risk documents pfmea-bi pkg and lblg (v12.0), the event of particulate matter on the product is a known event for which process controls and inspections are established to reduce the incidence of this defect as cleaning of workstations before starting each operation and 100% visual inspection at packaging (before and after sealing). Additionally, the review of the documentation associated with the manufacturing process indicates that there were no defects/problems/issues found in the documents or in the personnel training. And no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. Furthermore, a review of all hair on implant complaints for gel breast implants that have been manufactured in the last 2 years (from nov 2022 through oct 2024 )was performed and no adverse trends were observed. Considering this, no additional actions are deemed required at this time. The issue with hair/fiber on implant will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Reason for reoperation: n/a.

Event description:
Healthcare professional reported there was a hair inside the sterile package so the outside box was open, but the implant was never open. Device not implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: contamination.